Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 127.0 cm and 129.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of its embolization coil. If the introducer sheath is not properly aligned with the hub of the microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. Further evaluation of the device revealed kinks on its pusher assembly. These kinks may have occurred during advancement of the device against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pericallosal artery using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The physician then attempted to advance the same smart coil out of the introducer sheath on the back table; however, the coil would not advance at all. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.